Event description:
It was reported that during a gall bladder procedure the surgeon was having problems with spitting and malformed clips. Out of five devices the case was completed with no patient consequence. All the devices were returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.